Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer needs to press the act button several times before it responds. It was also stated that there was cracks on the reservoir compartment, and on the corners of the screen. The caller did not know the blood glucose reading. There were no significant events leading to the alarm observed. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
All of the buttons were functioning properly during testing however, found moisture damage to the keypad traces during visual inspection. The insulin pump was received with a broken reservoir tube lip, reservoir tube was missing o-ring, cracked battery tube threads, case cracked at the display window corner, minor scratches on the lcd window, cracked lcd window, scratched reservoir tube window, case cracked at the reservoir tube window corner, reservoir tube window cracked, cracked belt clip slot, and the end cap sticker was missing.